Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Product was not returned to manufacturer for investigation. A device history record was extracted and device met requirements. This complaint is being reopened as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a peritoneal user facility that pt became unresponsive due to low blood pressure. It was also reported that the pt was transported to the emergency room and the discharge diagnosis was syncope.